Event description:
The ventilator exhalation filter heater was not functioning. There was no reported filter occlusion. The customer reported the ventilator was in use on a pt, and there was no pt harm. The distributor's service tech confirmed the reported problem. A malfunction of the exhalation filter heater assembly may result in an expiratory filter occusion due to excess water condensation. Upon detection of an expiratory filter occlusion, the ventilator will alarm and open the safety valve. The service tech replaced the main printed circuit board (pcb) to correct the reported problem.